Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the corewire was fractured. Analysis revealed the distal tip, including coil wire/core wire/ribbon ccr joint was not returned for analysis. The high torque sleeve measured 6in. A small portion of the high torque sleeve was cut back to reveal the core wire and a separation was observed. Sem analysis revealed that there was bending in the area where the core wire fractured and the core wire fracture due to ductile torsion/bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure tip detachment occurred. The chronic total occlusion (cto) denovo target lesion was located in an unspecified peripheral artery. An unspecified peripheral guide wire was advanced across the target lesion. Difficulty torquing the guide wire was encountered and the device was removed. A 185cm kinetix guide wire was advanced across the target lesion. However, difficulty torquing the guide wire was also encountered. During withdrawal of the kinetix guide wire about 3 cm of the distal tip detached and remained inside the patient's anatomy. The detached tip was retrieved with an unspecified snare. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure tip detachment occurred. The chronic total occlusion (cto) denovo target lesion was located in an unspecified peripheral artery. An unspecified peripheral guide wire was advanced across the target lesion. Difficulty torquing the guide wire was encountered and the device was removed. A 185cm kinetix guide wire was advanced across the target lesion. However, difficulty torquing the guide wire was also encountered. During withdrawal of the kinetix guide wire about 3 cm of the distal tip detached and remained inside the patient's anatomy. The detached tip was retrieved with an unspecified snare. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable.